Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported by the facility that an event occurred on (B)(6) 2017 involving the intra-aortic balloon (iab). A linear iab was inserted through the femoral sheath on (B)(6) 2017 into a patient in cardiogenic shock, mi, and that had poor ef. It was noted that during insertion of the iab over the guidewire that blood was found to be leaking from the center of the balloon. The balloon was removed and found to be filled with blood. The iab was replaced however the patient expired on (B)(6) 2017.